Event description:
Per the audiologist's report, this pt experienced static and then no sound after falling in the shower and hitting her head (date of incident unk). External equipment was exchanged, but the problem was not resolved. Integrity testing (date performed unk) revealed no output from the device. Plans for explantation/reimplantation surgery have not been reported to cochlear.